Event description:
During an ablation procedure, a third degree burn occurred at the grounding pad site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿, however, based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a cervical radio frequency ablation procedure, a third degree burn occurred at the grounding pad site. The pad was located on the upper back area of an obese, hairy patient. There were no wrinkles or overlapping of pads noted. A sterile wet to dry dressing was applied to treat the burn and the patient was discharged.